Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed that the device was received in a sealed/unopened pouch. The location was inspected with the aid of a microscope and was found to have a breach in the clear nylon material. Images attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. According to document packaging process found that the operator must verify the pouch is free of pin holes, cuts and seal defects. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact during transportation or shipping, as well as rough handling at the customer site. The complaint was escalated to manufacturing, who concluded that no corrective action is indicated, as the reported failure could not have occurred at the manufacturing site. There are multiple inspection and verification steps throughout the manufacturing process that would have detected this condition if it had occurred.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder rcr repair, upon taking a healicoil knotless implant out of the box, it was noticed that the packaging looked to be damaged and could not guarantee sterility of the item, the plastic looked to be worn and had holes in it. It was also noticed that the orange tab was not correctly loaded onto the device. The device was not opened or used. The procedure was performed, without any delay, using an equivalent s+n back-up. No further complications were reported.